Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an "inadequate emptying alarm" before use. There was no patient involvement.

Manufacturer narrative:
Updated fields - b1, b4, b5, d8, d9, d10, e1(initial reporter, event site telephone and email), g3, g6, h2, h3, h6(medical device ¿ problem code and health effect ¿ impact codes), h11. Type of report was incorrectly mentioned in the initail emdr. It should be initial, 30-day. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. A leak was found in the k3/k5 group. The fse replaced the purge valve assembly (0104-00-0026). All functional and safety tests were performed to meet factory specifications. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an aortic counterpulsation. There was no patient injury reported.